Event description:
Patient placed on ventilator, and CT scan was to start however it was noted that the heart rate was dropping. CT technician went into room and began manual ventilation of patient. The patient coded, patient heart rate returned to normal, scan completed, and the patient returned to their room.